Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous low tbil and dbil results on two patients generated by unicel dxc 800 pro chemistry analyzer. The erroneous results were not reported out of the laboratory. The samples were repeated and higher results were obtained. No affect to patient treatment, the incorrect results were not reported out of the laboratory.

Manufacturer narrative:
The samples were serum, no sample issues were noted, serum indexes were not run. For the both samples, the first run that was done gave "no reagent on system" errors for all cartridge chemistries. Customer noted that qc is also occasionally 0 and within acceptable range when rerun. A bci field service engineer (fse) performed preventive maintenance on the sample and reagent pipetting systems, which has resolved the issue.